Event description:
It was reported by the patient, "I had one of you gastric bands fitted in 2006 in (B)(6) hospital. My band is now self filling with liquid and I am experiencing other problems that are strange."

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted patient was called to clarify event description on (B)(6) 2012. The patient stated that the band was self filling. The patient was of the opinion that the band was self filling due to the fact that at a recent adjustment ((B)(6) 2012) the surgeon was able to withdraw more fluid than the patient believed was in the band. Furthermore the patient was concerned that despite being at the highest volume since the band implant restriction is no longer felt. Recently weight has been gained. Other symptoms that the patient is currently experiencing include excessive gas and bloating. In an effort to establish patient history the following information on adjustments and other symptoms were obtained during the conversation. Band was implanted in (B)(6) 2006. Patient has issues with the port. Mentioning port pain. During an adjustment by the surgeon in (B)(6) 2009, the surgeon inadvertently pierced the band tubing. The port had moved due to weight loss. Port pain was explained by the fact that port was moving and the anchors of the port were "scratching." Max volume before port revision was 3.75 mls. The patient reported that a x ray was performed to confirm the band tubing leak a port revision was performed in (B)(6) 2009. The patient reported that the velocity port was removed and replaced with a port that did not have anchors. 2.5 mls was added to port at time of port revision. Patient reported that from (B)(6) 2009, a weight gain was (B)(6) was observed. (B)(6), one ml was added to the band. Patient began having reflux and on (B)(6) 2009 0.25 mls was removed. In (B)(6) 2009, 0.5 mls was added to the band. In (B)(6) 2009, withdrew 0.75 to relieve reflux symptoms. Patient reported that reflux disappeared but then gradually returned. Patient began to feel very restricted. It was reported that it took up to two hours to drink a cup of tea. In (B)(6) 2010, 0.25 mls was removed from the band. Patient reported that 3.25 mls in the band during this time, patient went to dentist and was informed there was acid damage to teeth. Patient decided to visit gp to organize visit to consultant which happened in (B)(6)2012. It was at this time that the patient observed the band "self filling." At this time, a barium meal and x ray was performed. At a subsequent consult, the surgeon stated that the band was in the correct position and that no leak was observed. Fluid was reported to pass through the stoma appropriately.